Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and visible contamination. The event history log was reviewed and there was a "system advisory: configuration invalid" message. The power up process was conducted and the reported issue was unable to be duplicated. The device configuration uploaded after initial power up and the self-test process. The cause of the issue was unable to be determined since there was no damage or contamination found. The standard configuration 1a12 was reloaded as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "system advisory: configuration invalid" message. There was no reported adverse event.

Event description:
Additional information was received indicating that the pump failed during testing after warranty repair. There was no patient involvement.